Manufacturer narrative:
Event date: (B)(6) 2015. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced to the lesion. The balloon was inflated 1-2 times however it ruptured under nominal pressure. The device was completely removed from the patient's body. No patient complications were reported.